Event description:
Nurse found femoral arterial line disconnected from pressure tubing - 200-500 cc blood loss occurred. Monitor alarms were on, however, did not alarm abp disconnect. Clinical engineer notified. Monitor evaluated. Manufacturer called in and checked out machine. Monitor checked out ok. Only way they could get monitor to duplicate problem was if transducer disconnected and alarm turned off. Art. Line tubing and luer locks were evaluated anad were functional. Introducer sheath distributor in u.s. By med. Tech; art. Line manufacturer by sorenson "transpac"other devices used were: radifocus introducer kit (medi tech - terumo = japan mfgr.)physiological monitor (hewlett packard medical productsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.